Manufacturer narrative:
(B)(4). Concomitant medical products: 42522100311 - articular surface medial congruent (mc) right 11 mm height use with tibia sizes c-d/cr femur sizes 4-5 - 64453725. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was retained by the hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial surgery and approximately 4 months later the patient was revised due to tibial loosening. There were no contributing conditions related to the event. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient underwent an initial surgery and approximately 4 months later the patient was revised due to tibial loosening. There were no contributing conditions related to the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant products: 42522100311 - articular surface medial congruent (mc) right 11 mm height use with tibia sizes c-d/cr femur sizes 4-5 - 64453725. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was retained by the hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. Per package insert, loosening is a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.